Manufacturer narrative:
Reporter occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that the device had missing segments in the results field that impedes their ability to read the results. A display check was performed and the results field is affected. It was noted that no segments were legible in the results field. The battery contacts were cleaned and new batteries were installed with no change to the screen. The previous results had not been misinterpreted.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.